Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6), study no: (B)(6), clinical adverse event received for left knee instability, device and procedure (relatedness) , device related: definitely not, procedure related: definitely related, date of event: 25 jul 2015, date of implant: (B)(6) 2014, date of revision: (B)(6) 2016, device location: left. Treatment/impact: surgical treatment of study knee, spacer revision documentation does not mention removal of any components.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: clinical adverse event received for left knee instability, device and procedure(relatedness), device related: not related, procedure related: definitely related, date of event: 25 jul 2015, date of implant: on (B)(6) 2014, date of revision: no information provided. Device location: left. Treatment/impact: requires inpatient hospitalization, resulted in a medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or function, surgical treatment of study knee, other surgery of study knee (tibial insert exchange), components removed (tibial insert). Catalog number: 151640610, lot number: 260106, component type: insert, description: attune knee system tibial insert fixed bearing posterior stabilized 6 10mm aox.